Event description:
It was reported patient lost effective therapy with both DRG leads. X-Rays showed patient might have fractures on both leads. Surgical intervention may be pending to address the issue.

Event description:
Additional information reported patient underwent surgical intervention on (b)(6) 2026 wherein the leads were explanted and replaced and an additional lead was implanted to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.